Event description:
It was reported that the dose of baclofen had been decreased (values not specified). Since then the pt had been vomiting. The event was attributed to the pump. The pump was replaced. Further dose adjustments were made. The pt outcome was reported as no injury. The pump contained compounded baclofen 2000mcg/ml with a daily dose of 800 mcg/day at the time of the event.

Manufacturer narrative:
(B) (4).